Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb etlw1616c124ee was intended to be implanted as part of the endovascular treatment of a 41.6mm aaa . It was said the aneurysm was diagnosed 3 months previously and the patient had then presented with symptoms of chest tightness and pain.  It was reported that during the procedure, the patients access vessel was slightly twisted and there was calcification. The stent grafts delivery system  could not pass smoothly through the approach. The surgeon used a balloon and large sheath to dilate the blood vessel but it still could not pass through. The delivery system  could not reach the designated position. When the stent was taken out, it was found to be broken. The stent was then replaced to complete the surgery. The device was inspected before use and appeared normal and it was determined that an abnormality occurred when the device reached the designated location. Per the physician the cause of the event could not be determined. The physician was not sure if the positioning difficulties was related to the twisted and calcified access vessels. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider in the home position. The graft cover was kink at the end of the stent stop cup and stent graft. The spiral tube was kinked at the taper tip nose cone. There was a gap between the graft cover tip and taper tip due to the kink. A tear was visible to the graft cover tip material and marker. A stent graft segment was protruding at the tear site. The reported positioning difficulties and deformation in-vivo were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was clarified that the delivery device was used after the balloon and sheath, but still failed to reach the designated position. The delivery device could not reach the designated position and after it was pulled out, it was discovered that there was a small gap visible between the graft cover and the tapered tip. After the issue was noted, the delivery system was not reinserted into the body. There was no resistant encountered when loading the delivery system into the sheath and no force was used when attempting to advance the stent graft into the desired area. Correction to a2 and a3a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.